Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced mixed urinary incontinence. Associated MDR: 1018233-2013-00248.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: post hysterectomy vaginal vault prolapse and mixed urinary incontinence procedure (s) performed: abdominal sacral colpopexy, posterior repair, synthetic pubovaginal sling and cystoscopy with suprapubic catheter placement concomitant device: uretex sup (B)(4) complications post pelvitex and uretex implantation: additional mesh (gynecare tvt exact) implant surgery: (B)(6) 2010: underwent synthetic pubovaginal sling (using gynecare tvt) and cystoscopy for mixed urinary incontinence under general anesthesia. Complications post additional mesh implant surgery: patient states she has chronic pain, chronic bladder infections, recurrence of prolapse, worsen incontinence, painful intercourse, depression and chronic constipation, bleeding, vaginal scarring.